Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-02696 and 1627487-2013-02697. It was reported the patient was scheduled to have his system explanted. The patient reported adequate stimulation coverage during reprogramming sessions, but the pain relief would eventually subside. Follow-up indicated the patient was explanted on (B)(6) 2013, due to the stimulation being intermittent and ineffective. It was reported that during the procedure the physician noted one of the leads was fractured.